Manufacturer narrative:
The pump was received with an unresponsive act button due to a flattened dome switch. The keypad connector was inspected and no anomalies were noted. The pump had minor scratches on the lcd window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that the insulin pump's act button was no longer responsive. Customer reported that the button was intermittently responsive for several days leading up to the call. Blood glucose level at the time of the incident was not provided. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.